Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity. This device is expected to be returned for analysis. There is no patient involvement at the time of this issue.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a pre-implant 1003 code indicative of battery voltage too low for the projected remaining capacity, presumed to be due to cold weather. Technical services confirmed with engineering that this device is now cleared for implant. This device is not expected to be returned. There is no patient involvement at the time of this issue.

Manufacturer narrative:
This correction report is being submitted as this event is no longer considered reportable based on additional information confirming that the device was cleared for implant by technical services and engineering. If information is provided in the future, a supplemental report will be issued.